Manufacturer narrative:
The device subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the blades to their henly retractor set did not "fit on the new frame". User facility personnel utilized another henly retractor set and the patient procedure was completed successfully following a short delay. No report of injury.